Manufacturer narrative:
Correction : annex b : b17. Annex c : c20. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer? Annex a : a1102, a040502, a090202. Annex g : g05005, g0405206. Annex b : b01, b14. Annex c : c0601,c10, c0201. Annex d : d02. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that an error message displayed on the pcu, and the clinician then moved the pump module from the original pcu to a new one. I was never given the original 8015 serial number. The same error message displayed again. It was reported that the device was infusing vasopressors, and that the patient was not harmed as clinicians were able to start the infusion quickly on a different pump module. It was reported that the hospital biomed performed preventive maintenance (pm) on pcu, "which passed fine." The pump module reportedly could not get past the "patient side occlusion" and kept reading "flow blocked." There was patient involvement but no harm.

Event description:
It was reported that an error message displayed on the pcu, and the clinician then moved the pump module from the original pcu to a new one. I was never given the original 8015 serial number. The same error message displayed again. It was reported that the device was infusing vasopressors, and that the patient was not harmed as clinicians were able to start the infusion quickly on a different pump module. It was reported that the hospital biomed performed preventive maintenance (pm) on pcu, "which passed fine." The pump module reportedly could not get past the "patient side occlusion" and kept reading "flow blocked." There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.